Event description:
The mitral clip became dislodged (however still connected to delivery system). Due to the shape of the clip at the time, physician was unable to bring clip back inside the delivery system to removed the device itself. The physician consulted CT surgery as well as a colleague about best way to proceed. It was decided by all to perfuse patient with the help of surgery and perfusion. The device that malfunctioned was able to be successfully removed from the body. During the procedure patient did receive units of blood. Another device was quickly prepped and was successfully deployed in the mitral valve. The patient was intubated for procedure per protocol and left hybrid room intubated upon transport to ICU. Prior to patient leaving, patient was taking off of pump and both groins successfully closed with hemostasis.